Event description:
The hcp reported the pt was experiencing an adverse reaction to the drug in the pump-dilaudid. The pt was symptomatic with drowsiness and dizziness. The pump was stopped, the drug- dilaudid-was replaced with saline, and the pump was restarted. The pt was reported to be better the next day. Options for future use of the pump are being considered.